Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that the patients receiver is showing the initializing screen without a manual restart on (B)(6) 2015. Patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The receiver passed visual inspection. Global receiver functional testing was performed, the received failed however, it was not related to the customer complaint. A review of the receiver data log confirmed firmware errors err146, err200, and err 217. The customer complaint was confirmed. The root cause could not be determined. This complaint was deemed reportable upon completion of device evaluation on (B)(6) 2015.